Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer that not performing the air removal step is off label per the tandem user guide. Customer loaded a new cartridge to address the issue and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.